Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the rinse block on their coulter lh 500 hematology analyzer leaked and a drop of bluish colored liquid was observed on the instrument's lower cover. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found worn tubing at pinch valve pv42. Fse replaced the tubing which resolved the issue. The cause of the leak was worn tubing at pv42. (B)(4).